Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed intermittent capture and was surgically abandoned during a revision procedure. A new lead was successfully implanted and no adverse patient effects were reported. Additional information was received that the patient contacted boston scientific patient services and stated that his previous lead was taken out of service due to a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
A new lead was successfully implanted. This abandoned lead will not be returned. Therefore, boston scientific crm cannot confirm the clinical observation. Should additional information become available to our company, this event will be updated as necessary. The lead was explanted over three years later during an upgrade procedure. At this time, the product has not been returned. The field representative was unable to obtain any additional information. If additional information should become available to our company, this event would be updated.